Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited foreign objects inside the bending section cover. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 09 years since the subject device was manufactured. Based on the results of the investigation, it is likely that the malfunction was due to the device having a physical breakage preventing the foreign material from being removed, even with the correct reprocessing. However, a definite root cause of the malfunction could not be identified. The type of foreign material is unknown, and there was no deformation to the location where it was found. The legal manufacture reviewed the customer provided cleaning, disinfection and sterilization (cds) processes, and no obvious deviations from the instructions for use (IFU) were confirmed. The instruction manual states the detection method associated with the event in "gif/cf/pcf-290 series, chapter 3 preparation and inspection", and preventative measures in "gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)". Olympus will continue to monitor field performance for this device.